Event description:
Litigation alleges that patient has experienced a constant burning ache in his hip sometimes going down into his leg, fatigue, difficulty walking long distances, and difficulty laying on his left side at night. Additionally, it is alleged that he has elevated metal ions in his blood.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.